Event description:
It was reported the momentary safety switch emitted sparks. Visual examination of the switch and its components revealed the handle had been pulled out of position and one of the internal springs was missing. However, the switch was activated through several cycles and we were unable to duplicate the reported events. We concluded that the switch was damaged by misuse on the part of the consumer, and that this report was attributable to that misuse.